Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were examined, which revealed a damaged motor assembly and rotor assembly. It is unk how the assemblies became damaged. The motor assembly and rotor assembly were replaced, and the drill was returned to the user facility.